Event description:
It was reported that during procedure, when the stent passed through the y-valve and entered the microcatheter, advancing to the mid-section of the microcatheter, the physician encountered resistance. Despite multiple attempts, the resistance persisted. The physician then withdrew the delivery wire and found that the stent had become deployed and fallen onto the operating table. The physician replaced it with another stent of the same model and used the original microcatheter for delivery and deployment. The procedure was successfully completed, and the patient experienced no discomfort.

Manufacturer narrative:
D4 expiration date - added. D4 gtin - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. All 4 marker bands were present on both ends of the stent. The stent was deformed. The introducer sheath distal tip was noted to be damaged. The sdw was kinked/bent at approximately 60cm from the distal end. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) events of 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the stent passed through the y-valve and into the microcatheter, where resistance was encountered at the mid-section. Despite multiple attempts, the resistance persisted, and upon withdrawal of the delivery wire, the stent was found deployed and had fallen onto the operating table. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. During analysis, the stent was received in a deployed condition which is aligned with the event description. The stent was noted to be deformed. The distal tip of the introducer sheath was noted to be damaged. The sdw was kinked at approximately 60cm from the distal end. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses. However, based on the evidence of the deformation/crush damage noted to the distal tip opening, it is likely that the sheath subsequently moved distally prior to stent advancement out of the sheath. This movement can occur if the rhv vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent became damaged as it passed through the deformed distal tip opening of the sheath. The user would then experience resistance while attempting to continue advancing the stent. Continuing to advance or retract the stent through the deformed section can also result in damage to the sdw. This is one possible explanation for the analysis findings. In this case, the physician encountered resistance, and despite multiple attempts, the resistance persisted. According to the dfu, if excessive resistance is encountered during use of the neuroform ez stent system or any of its components at any time during the procedure, use of the system should be discontinued. Continuing to move the stent system against resistance may result in damage to the vessel or a system component. Furthermore, based on the event description, the physician withdrew the delivery wire and observed that the stent had deployed and fallen onto the operating table. In contrast, the gfe response indicated that the stent had deployed within the microcatheter. The information reported in the follow-up gfe responses is contradictory, making it unclear where the stent had actually deployed. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and as analyzed events of stent deformed, stent introducer sheath distal tip damaged and sdw kinked/bent. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during procedure, when the stent passed through the y-valve and entered the microcatheter, advancing to the mid-section of the microcatheter, the physician encountered resistance. Despite multiple attempts, the resistance persisted. The physician then withdrew the delivery wire and found that the stent had become deployed and fallen onto the operating table. The physician replaced it with another stent of the same model and used the original microcatheter for delivery and deployment. The procedure was successfully completed, and the patient experienced no discomfort.